Manufacturer narrative:
To date, the device involved is the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported that a licox monitor had a calibration test during an incoming inspection. The problem was found prior to being put into use therefore there was not any pt contact.